Event description:
Same case as MFR report# 2134265-2009-03833. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotalink plus got stuck in the lesion. The 90% stenosed lesion was located in the calcified and moderately tortuous mif left anterior descending (lad) artery. Upon attempting to introduce the rotalink plus in the dynaglide mode over a rotablator guide wire, the physician was unable to move rotalink plus forward or backward as it was stuck in the lesion. The rotalink plus and the rotablator guide wire were removed as one unit without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "good."

Manufacturer narrative:
The rotalink plus was returned with the guide wire spring tip stuck in the bur. The guide wire was removed without any difficulty. Upon removing the guide wire, it was noted that the bur annulus was misshapen. A tug test was performed and no issues were noted. The handshake connections of the rotablator plus unit was disconnected and reconnected. No damage was noted with the handshake connections of the rotablator plus unit. The unit was wire guided using a test guide wire and no issues were noted. The rotablator plus unit was wet tested. The unit reached 100krpm and became unstable, varying between 84krpm and 100krpm. Product analysis revealed that there was a guide wire/bur movement problem due to the guide wire's spring tip being stuck on the bur. Analysis of the returned device confirmed that the bur annulus was damaged (microscopic analysis showed that the annulus was flared/misshapen). The damage to the bur is consistent with the bur coming into contact with the wire which may have occurred due to the bur becoming stuck in the lesion. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is caused by other device because the damage to the bur is consistent with the burr coming into contact with the wire which may have occurred due to the bur becoming stuck in the lesion. (B)(4).